Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. No water flow due to handpiece cable being badly clogged. Debris build up throughout the water sytem. Found evidence of moisture in the air system. Handpiece cable and both air/water systems will need replaced.

Event description:
While using a g120 scaler, the insert tips were getting warm; no injury resulted.